Event description:
A system operator reports a patient with a 'poor clinical outcome' following lasik surgery. A review of this patient's clinical records indicates visual acuity decreased 2 lines via manifest refraction (mr) in the right eye at approximately 2.75 months post-op, however cycloplegic refraction (cr) shows only a 1 line decrease. (Cycloplegic refraction is an assessment of the eye's refractive error after lens accommodation has been paralyzed with cycloplegic eye drops. Eliminates variability in optical power caused by a contracting lens.)

Manufacturer narrative:
A surgery database performance review was conducted on this system and indicated the laser performance factors analyzed were operating with specification during the time of this patient's surgery.